Event description:
My (B)(6) son was brushing his teeth with the product (crayola sunstar toothbrush) when I noticed several of the bristles had broken off into his mouth. Retailer: (B)(4). Purchase date: (B)(4) 2012. The product was not damaged before the incident. The product was not modified before the incident. Report to (B)(4) submitted on (B)(4) 2012. (B)(4).